Event description:
Event was reported to caldera medical by an attorney. The pt has suffered mesh erosion, additional surgeries, dyspareunia, right-sided lower abdominal pain, vaginal spasms, recurrence of sui, and no sexual intercourse for 2 years due to pain. No further info has been provided.